Manufacturer narrative:
(B)(4). A sample was not requested because the event involved use error and there was no allegation against the device. The lot number is unknown and no batch review will be performed. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because it was reported there was a break in aseptic technique by the patient, described as disconnecting and reconnecting their transfer set, who was later diagnosed with peritonitis. The cause of the use error was not determined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a home patient (hp) who accidentally disconnected themselves during peritoneal dialysis (pd) therapy and was subsequently diagnosed with peritonitis. It was reported that the hp was asleep during pd therapy and when the hp awoke, they disconnected their transfer set from the titanium adapter and then reconnected the transfer set to continue therapy. Four days later, the hp was hospitalized for peritonitis. The hp was treated with vancomycin (dose, route and frequency not reported). Pd therapy was ongoing. At the time of this report, the hp was still hospitalized but reported to be recovering.